Manufacturer narrative:
Results: the complaint was confirmed. As received, visual inspection of the ipg revealed instrumentation marks consistent with explant damage. The ipg was tested to manufacturing specifications and passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 16217487-2011-10102. The patient received the scs system on (B)(6) 2005 consisting of the ipg and two scs leads (same lot). It was reported that the patient had not been using her scs system for a few years and could no longer receive stimulation. It was also reported that the scs leads had migrated. The entire scs system was removed and replaced on (B)(6) 2011.